Event description:
Customer dosed insulin based on device reading. The next morning, customer's spouse found customer cold and sweaty and could not wake customer up. Spouse gave customer glucose tablets and called the paramedics. Paramedics tested customer's device results = 403 mg/dl & their device = 20 mg/dl. Customer's spouse gave customer peanut butter and jelly and orange juice with sugar. No controls were used. A request was made for product return and replacement product was sent.